Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated on 10/17/2014 with the following findings: the pump powered on with the appropriate audio tone and vibration signals, but had a blank display screen as a result of damage. The damaged display screen was replaced with a test screen that functioned normally. Unrelated to the display screen there was a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.